Manufacturer narrative:
B5: describe event or problem - updated to include information on sequence leading up to death. H6: patient codes- updated with stroke and cerebral bleed. H6: impact codes- updated with surgery and additional device required.

Event description:
The patient was enrolled in the heal-laa clinical study on (B)(6) 2023 with patient identifier (B)(6) with the procedure being performed one day earlier. It was reported that a thrombosis occurred. Procedure summary: transesophageal echocardiography (tee) assessment revealed two left atrial appendage (laa) lobes with an ostium diameter of 17mm and length of 17mm. An laa closure procedure was performed, and a 24mm watchman flx pro laa closure device was implanted on (B)(6) 2023 with complete laa seal and deployed device diameter of 20.4mm. The patient started on aspirin and clopidogrel. The patient was discharged home one day post procedure on clopidogrel with aspirin discontinued. Event summary: thirty six (36) days post index procedure at the 45 day protocol scheduled follow up visit, tee imaging revealed a device related thrombus. At the time of this event, the patient was on clopidogrel and the patient stopped using anticoagulation for approximately one month and was only on antiplatelet therapy prior to the follow up visit. Transthoracic echocardiography (tte) was then performed, which showed a complete laa seal and a pedunculated, mobile thrombus 1cm2 in size on the surface of the closure device. Aortic atheroma with severe grade was noted on the aortic arch of the descending aorta. The left ventricular ejection fraction was noted to be 65 percent. No neurologic nor symptoms of cardio embolism were noted. The patient was started on apixaban to treat the thrombus. It was further reported that tee imaging on (B)(6) 2023 revealed a mobile mass of 11 x 7mm near the closure device, but not attached to the closure device. The patient was noted with grade 3 plague in the descending aorta and grade 2 plague in the aortic arch. The patient died on (B)(6) 2023. It was further reported that the site believes that the cause of death is likely due to the device related thrombus. It was further reported that the site has classified the death as an unknown cause of death. It was further reported that on (B)(6) 2023, the patient was transferred to an emergency department due to a middle cerebral artery stroke with left face and arm weakness. A thrombectomy was performed emergently to the patient as the patient was not a thrombolytics candidate. The patient was alert with no concern post thrombectomy. The patient suddenly experienced left hemiparesis and their glasgow coma scale (gcs) score was 3. The patient was intubated for airway protection. On the same day, physical examination revealed left face and left upper extremity weakness, 5 of 5 strength to the bilateral lower extremity, and right upper extremity. On (B)(6) 2023, computed tomography (CT) of the head or brain without contrast revealed new ovoid hyper density in the basal ganglia measuring 5.2cm x 2.7cm consistent with contrast staining, possibly with as small petechial hemorrhage, mild mass effect with sulcal and ventricular effacement and 5 mm right-to-left midline shift, two small hyper densities in the right parietal lobe that could be hyperdense clot in distal right middle cerebral artery (mca) branches, and patchy low density in the cerebral white matter consistent with chronic deep white matter ischemic changes. Follow up CT head or brain without contrast revealed significant worsening and enlargement of the intraparenchymal hemorrhage and that the hemorrhage had ruptured into the ventricles and subarachnoid spaces. This significantly worsened the vasogenic edema and mass with herniation. On the same day, chest x-ray revealed moderate cardiomegaly and bibasilar atelectasis with substantial changes. The nihss score was 9 and the mrs score was 3 at this time. For reference, the baseline mrs score was 1 on (B)(6) 2022. The patient was diagnosed with acute right mca with cardioembolic etiology in setting of active cardiac thrombus. The prognosis of the patient was poor, and the decision was made to not resuscitate the patient. The primary cause of death was intracerebral bleed and secondary cause of death was ischemic stroke.

Event description:
The patient was enrolled in the heal-laa clinical study on (B)(6) 2023 with patient identifier (B)(6) with the procedure being performed one day earlier. It was reported that a thrombosis occurred. Procedure summary: transesophageal echocardiography (tee) assessment revealed two left atrial appendage (laa) lobes with an ostium diameter of 17mm and length of 17mm. An laa closure procedure was performed, and a 24mm watchman flx pro laa closure device was implanted on (B)(6) 2023 with complete laa seal and deployed device diameter of 20.4mm. The patient started on aspirin and clopidogrel. The patient was discharged home one day post procedure on clopidogrel with aspirin discontinued. Event summary: thirty six (36) days post index procedure at the 45 day protocol scheduled follow up visit, tee imaging revealed a device related thrombus. At the time of this event, the patient was on clopidogrel and the patient stopped using anticoagulation for approximately one month and was only on antiplatelet therapy prior to the follow up visit. Transthoracic echocardiography (tte) was then performed, which showed a complete laa seal and a pedunculated, mobile thrombus 1cm2 in size on the surface of the closure device. Aortic atheroma with severe grade was noted on the aortic arch of the descending aorta. The left ventricular ejection fraction was noted to be 65 percent. No neurologic nor symptoms of cardio embolism were noted. The patient was started on apixaban to treat the thrombus. It was further reported that tee imaging on (B)(6) 2023 revealed a mobile mass of 11 x 7mm near the closure device, but not attached to the closure device. The patient was noted with grade 3 plague in the descending aorta and grade 2 plague in the aortic arch. The patient died on (B)(6) 2023. It was further reported that the site believes that the cause of death is likely due to the device related thrombus. It was further reported that the site has classified the death as an unknown cause of death. It was further reported that on (B)(6) 2023, the patient was transferred to an emergency department due to a middle cerebral artery stroke with left face and arm weakness. A thrombectomy was performed emergently to the patient as the patient was not a thrombolytics candidate. The patient was alert with no concern post thrombectomy. The patient suddenly experienced left hemiparesis and their glasgow coma scale (gcs) score was 3. The patient was intubated for airway protection. On the same day, physical examination revealed left face and left upper extremity weakness, 5 of 5 strength to the bilateral lower extremity, and right upper extremity. On (B)(6) 2023, computed tomography (CT) of the head or brain without contrast revealed new ovoid hyper density in the basal ganglia measuring 5.2cm x 2.7cm consistent with contrast staining, possibly with as small petechial hemorrhage, mild mass effect with sulcal and ventricular effacement and 5 mm right-to-left midline shift, two small hyper densities in the right parietal lobe that could be hyperdense clot in distal right middle cerebral artery (mca) branches, and patchy low density in the cerebral white matter consistent with chronic deep white matter ischemic changes. Follow up CT head or brain without contrast revealed significant worsening and enlargement of the intraparenchymal hemorrhage and that the hemorrhage had ruptured into the ventricles and subarachnoid spaces. This significantly worsened the vasogenic edema and mass with herniation. On the same day, chest x-ray revealed moderate cardiomegaly and bibasilar atelectasis with substantial changes. The nihss score was 9 and the mrs score was 3 at this time. For reference, the baseline mrs score was 1 on (B)(6) 2022. The patient was diagnosed with acute right mca with cardioembolic etiology in setting of active cardiac thrombus. The prognosis of the patient was poor, and the decision was made to not resuscitate the patient. The primary cause of death was intracerebral bleed and secondary cause of death was ischemic stroke. Upon further analysis, since the thrombus was not attached to the closure device, this is not related to the watchman closure device. The event term was updated to severe intracranial hemorrhage to capture the death. The intracranial hemorrhage was due to the thrombectomy performed to treat the stroke experienced on (B)(6) 2023, resulting in the death of the patient.

Manufacturer narrative:
B3: date of event - corrected to 17 december 2023 for the stroke event. B5: describe event or problem - updated to include information related to thrombus relation and event terms. B6: relevant tests/laboratory data - updated with hematological lab values. H6: patient codes -corrected to remove thrombus code.

Manufacturer narrative:
B5: describe event or problem - updated to include information on unknown cause of death.

Event description:
The patient was enrolled in the heal-laa clinical study on (B)(6) 2023 with patient identifier (B)(6) with the procedure being performed one day earlier. It was reported that a thrombosis occurred. Procedure summary: transesophageal echocardiography (tee) assessment revealed two left atrial appendage (laa) lobes with an ostium diameter of 17mm and length of 17mm. An laa closure procedure was performed, and a 24mm watchman flx pro laa closure device was implanted on (B)(6) 2023 with complete laa seal and deployed device diameter of 20.4mm. The patient started on aspirin and clopidogrel. The patient was discharged home one day post procedure on clopidogrel with aspirin discontinued. Event summary: thirty six (36) days post index procedure at the 45 day protocol scheduled follow up visit, tee imaging revealed a device related thrombus. At the time of this event, the patient was on clopidogrel and the patient stopped using anticoagulation for approximately one month and was only on antiplatelet therapy prior to the follow up visit. Transthoracic echocardiography (tte) was then performed, which showed a complete laa seal and a pedunculated, mobile thrombus 1cm2 in size on the surface of the closure device. Aortic atheroma with severe grade was noted on the aortic arch of the descending aorta. The left ventricular ejection fraction was noted to be 65 percent. No neurologic nor symptoms of cardio embolism were noted. The patient was started on apixaban to treat the thrombus. It was further reported that tee imaging on (B)(6) 2023 revealed a mobile mass of 11 x 7mm near the closure device, but not attached to the closure device. The patient was noted with grade 3 plague in the descending aorta and grade 2 plague in the aortic arch. The patient died on (B)(6) 2023. It was further reported that the site believes that the cause of death is likely due to the device related thrombus. It was further reported that the site has classified the death as an unknown cause of death.

Manufacturer narrative:
B2: outcomes attrib to adv event - updated to include death. B2 date of death - updated to include death update. B5: describe event or problem - updated to include information surrounding note of patient death. H1: type of reportable event - updated to death. H6: impact codes - updated to include the death impact code.

Event description:
The patient was enrolled in the heal-laa clinical study on (B)(6) 2023 with patient identifier 0752laa013 with the procedure being performed one day earlier. It was reported that a thrombosis occurred. Procedure summary: transesophageal echocardiography (tee) assessment revealed two left atrial appendage (laa) lobes with an ostium diameter of 17mm and length of 17mm. An laa closure procedure was performed, and a 24mm watchman flx pro laa closure device was implanted on (B)(6) 2023 with complete laa seal and deployed device diameter of 20.4mm. The patient started on aspirin and clopidogrel. The patient was discharged home one day post procedure on clopidogrel with aspirin discontinued. Event summary: thirty six (36) days post index procedure at the 45 day protocol scheduled follow up visit, tee imaging revealed a device related thrombus. At the time of this event, the patient was on clopidogrel and the patient stopped using anticoagulation for approximately one month and was only on antiplatelet therapy prior to the follow up visit. Transthoracic echocardiography (tte) was then performed, which showed a complete laa seal and a pedunculated, mobile thrombus 1cm2 in size on the surface of the closure device. Aortic atheroma with severe grade was noted on the aortic arch of the descending aorta. The left ventricular ejection fraction was noted to be 65 percent. No neurologic nor symptoms of cardio embolism were noted. The patient was started on apixaban to treat the thrombus. It was further reported that tee imaging on (B)(6) 2023 revealed a mobile mass of 11 x 7mm near the closure device, but not attached to the closure device. The patient was noted with grade 3 plague in the descending aorta and grade 2 plague in the aortic arch. The patient died on (B)(6) 2023.

Event description:
The patient was enrolled in the heal-laa clinical study on (B)(6) 2023 with patient identifier (B)(6) with the procedure being performed one day earlier. It was reported that a thrombosis occurred. Procedure summary: transesophageal echocardiography (tee) assessment revealed two left atrial appendage (laa) lobes with an ostium diameter of 17mm and length of 17mm. An laa closure procedure was performed, and a 24mm watchman flx pro laa closure device was implanted on (B)(6) 2023 with complete laa seal and deployed device diameter of 20.4mm. The patient started on aspirin and clopidogrel. The patient was discharged home one day post procedure on clopidogrel with aspirin discontinued. Event summary: thirty six (36) days post index procedure at the 45 day protocol scheduled follow up visit, tee imaging revealed a device related thrombus. At the time of this event, the patient was on clopidogrel and the patient stopped using anticoagulation for approximately one month and was only on antiplatelet therapy prior to the follow up visit. Transthoracic echocardiography (tte) was then performed, which showed a complete laa seal and a pedunculated, mobile thrombus 1cm2 in size on the surface of the closure device. Aortic atheroma with severe grade was noted on the aortic arch of the descending aorta. The left ventricular ejection fraction was noted to be 65 percent. No neurologic nor symptoms of cardio embolism were noted. The patient was started on apixaban to treat the thrombus. It was further reported that tee imaging on (B)(6) 2023 revealed a mobile mass of 11 x 7mm near the closure device, but not attached to the closure device. The patient was noted with grade 3 plague in the descending aorta and grade 2 plague in the aortic arch. The patient died on (B)(6) 2023. It was further reported that the site believes that the cause of death is likely due to the device related thrombus.

Manufacturer narrative:
B5: describe event or problem - updated to include information on believed relation of death to thrombus.

Event description:
The patient was enrolled in the heal-laa clinical study on (B)(6) 2023 with patient identifier (B)(6) with the procedure being performed one day earlier. It was reported that a thrombosis occurred. Procedure summary: transesophageal echocardiography (tee) assessment revealed two left atrial appendage (laa) lobes with an ostium diameter of 17mm and length of 17mm. An laa closure procedure was performed, and a 24mm watchman flx pro laa closure device was implanted on (B)(6) 2023 with complete laa seal and deployed device diameter of 20.4mm. The patient started on aspirin and clopidogrel. The patient was discharged home one day post procedure on clopidogrel with aspirin discontinued. Event summary: thirty six (36) days post index procedure at the 45 day protocol scheduled follow up visit, tee imaging revealed a device related thrombus. At the time of this event, the patient was on clopidogrel and the patient stopped using anticoagulation for approximately one month and was only on antiplatelet therapy prior to the follow up visit. Transthoracic echocardiography (tte) was then performed, which showed a complete laa seal and a pedunculated, mobile thrombus 1cm2 in size on the surface of the closure device. Aortic atheroma with severe grade was noted on the aortic arch of the descending aorta. The left ventricular ejection fraction was noted to be 65 percent. No neurologic nor symptoms of cardio embolism were noted. The patient was started on apixaban to treat the thrombus.